Event description:
Edwards aortic tissue valve model 2700, size 23mm was not seated properly on plastic seating device. The manufacturer rep was notified intra-op per the physician. Another device obtained and procedure continued. Manufacturer response for bioprosthesis aortic, carpenter edwards perimount pericardial bioprosthesis aortic (per site reporter): yes, picking up for investigation.